Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller advised that the customer's pump bolus history is showing a bolus that customer alleges she didn't program. She states the pump displayed it had done so without her consent or knowledge. No adverse event alleged. A request was made for the return of the device.